Event description:
Abutment removal-skin overgrowth.

Manufacturer narrative:
Skin overgrowth are known possible post-operative complications, considered in the rmf and possible causes behind infection are addressed in the IFU. There are to date no indications of increased incidence of occurence with the ponto system compared to similar products on the market. Based on the available information no further actions are taken at this point.